Manufacturer narrative:
The product has not been returned for eval. Should the product be returned, a more detailed review will be undertaken and any relevant info will be reported. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "The size and shape of human bones present limitations on the size and strength of implants." "Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."

Event description:
The pt had received a pedicle screw placement for spondylolisthesis at l5-s1 on (B)(6) 2010. Subsequently, the right s1 screw was noted to be broken on (B)(6) 2010. The pt was asymptomatic and revision was not planned. On (B)(6) 2010, left s1 screw broke and a revision surgery was performed on (B)(6) 2010. The removed product was given to the pt by the surgeon and is not expected to be returned for eval. There were no reported anatomical issues nor failure to comply with post-surgical care instructions. The pt was reported to be doing well following the revision surgery.